Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Right total knee. The revision today was secondary to a fall and injury to the patella tendon. The 9 mm insert was removed to allow for washing out of the joint as it was an open injury. A new 9mm was placed and it was determined that the joint was unstable. After trialing a 14mm insert was implanted to stabilize the joint. No further information is available from the hospital or surgeon.